Event description:
It was reported that the insulin pump was thrown in the room and was completely broken. The drive support cap was noted to be loose. Customer's blood glucose reading at the time of the call was 20 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump was received with end cap broken off. Basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test were not performed due to broken end cap. The drive support disk was inspected and no anomaly was noted. The device had minor scratches on lcd window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.